Manufacturer narrative:
(B)(4). The device was returned for eval. During visual inspection, a kink was observed approx 7.5cm from the proximal end of the wire and the distal tip was shaped. Whitish/yellowish debris was observed on the distal tip and the soldered dome was corroded. No damage on the conductive bands or connector was noticed. The pressure sensor was chipped and cracked at two different locations and yellowish/reddish debris was observed on the sensor and inside/around the housing. During signal test, the device was recognized but could not zero. The "attach wire to connector" message was obtained. The cracked sensor is likely the cause of the signal failure. The corroded tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome is present to enhance smooth tracking and reduced resistance during the advancing of the wire. There was no report of wire handling difficulties. A corroded tip dome could contribute to decrease wire handling performance. In the event that a portion of the dome was left inside the coronary artery, the following possible events could have taken place, vessel spasm, vessel closure due to thrombosis or distal embolization of the dome, ischemia of ECG and/or myocardial infarction of the impacted vascular bed. There was no report of the pt experienced any of these complications. It was reported that there was no pt injury occurred. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. This event is being reported because the MFR could not determine at this time when the soldered dome corroded. (B)(4).

Event description:
It was reported that prior to insertion in the artery, the pa and pd would not normalize. There was no report of resistance during the insertion of the wire. The wire was immediately removed from the pt's body. A new pressure guidewire of the same type was used and the procedure was completed. There was no report of pt injury or adverse event due to this incident. The pressure guidewire was returned by the customer to the MFR. Upon examination, it was observed that the soldered distal tip dome was corroded.